Event description:
It was reported that, "pt was sent home after the case which occurred late (B)(6) approx. About two weeks later, the pt presented for a f/u and it was found that the head disassociated from the stem. Revision will occur (B)(6) 2010".

Manufacturer narrative:
Add'l info was requested. A supplemental report will be submitted upon completion of the investigation.